Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a multiple unexpected restart alarms on the insulin pump. Customer reported the alarm would occur after a battery change. It was also reported the customer's settings would be reset after the alarm occurred. The customer's blood glucose was unknown. The customer was advised to monitor the issue. Customer declined to have a replacement insulin pump. The insulin pump will not be returned for analysis.